Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to low blood glucose below 20mg/dl on year ago. Customer¿s blood glucose was 73mg/dl at time of incident which was treated with a glass of juice and current blood glucose was 69mg/dl which was treated with food. Customer was not wearing insulin pump for less than 48 hours prior to hospitalization. Customer stated that she was passed out as blood glucose was below 20mg/dl. Customer¿s blood glucose was 85mg/dl at time of call. Drive support cap was normal. Customer had alarm for unexpected restart. Insulin pump will not be return for analysis.